Manufacturer narrative:
Qc was within range after the event. A field service engineer (fse) went on-site and replaced some hardware and performed repairs which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding one falsely high troponin (accutni) result generated by the synchron lxi 725 clinical system. The first two serial draws were negative, then a positive result which repeated positive, then a fourth draw was negative. The third sample was repeated the next day and was also negative. However, no specific patient information was supplied. There was no affect to patient treatment with regard to this event.